Event description:
It was reported that during an aneurysm in the m1 segment of an artery and stent-assisted coil embolization procedure, the operator successfully established access and placed the first coil. Next, the operator flushed the subject stent and attempted to deliver it through the microcatheter, however, a resistance was encountered. When the subject stent was delivered to the target site, the operator prepared to retract the stent catheter in order to deploy the stent, but there was a significant tension and resistance encountered. The front marker of the subject stent jumped forward, preventing the stent from being advanced to deploy. When about a half of the subject stent was deployed out, it became completely jammed. The operator retrieved the subject stent using a retriever stent in conjunction with an intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an aneurysm in the m1 segment of an artery and stent-assisted coil embolization procedure, the operator successfully established access and placed the first coil. Next, the operator flushed the subject stent and attempted to deliver it through the microcatheter, however, a resistance was encountered. When the subject stent was delivered to the target site, the operator prepared to retract the stent catheter in order to deploy the stent, but there was a significant tension and resistance encountered. The front marker of the subject stent jumped forward, preventing the stent from being advanced to deploy. When about a half of the subject stent was deployed out, it became completely jammed. The operator retrieved the subject stent using a retriever stent in conjunction with an intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in its deployed state and noted to be deformed. All proximal and distal marker bands were noted to be present on the stent. The distal tip of the stent delivery wire (sdw) was intact and no anomalies noted. Both proximal and distal bumpers were present. The sdw was noted to be kinked at 36cm from the distal end. There were no anomalies noted to the introducer sheath. A functional test was not performed as the stent had been deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'ro marker(s) detached/separated/not visible under fluoroscopy' was not confirmed. The remaining ar codes: 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy' and 'stent partial deployment' could not be replicated during analysis as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'after fully flushing the stent, the physician experienced a notably resistant pushing sensation while delivering it through a microcatheter to the deployment position, but the stent still managed to reach the deployment location smoothly. When preparing to retract the stent catheter to deploy the stent, the physician had to apply significant tension to retract the microcatheter. During deployment, there was a stucking situation with considerable resistance, and the front marker of the stent jumped forward, preventing the stent from being advanced to deploy. After approximately half of the stent had been deployed out, it became completely jammed. The physician ultimately retrieved the stent using a retriever stent in conjunction with an intermediate catheter'. The stent was returned for analysis in a deployed condition and was noted to be slightly deformed. All 4 marker bands were present on the distal and proximal ends of the stent. The introducer sheath was returned for analysis and this was undamaged. Finally, the sdw was returned for analysis and was kinked approx. 36cm from the distal end of the wire. The event description notes friction/resistance when advancing the stent inside the microcatheter shaft. The dfu states 'do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the microcatheter, stent and stent delivery wire as a unit and repeat the procedure with new devices'. It was noted during the analysis that the distal tip of the introducer sheath was undamaged. Therefore, one possible reason for the friction/resistance is that the introducer sheath was initially correct positioning but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The extent that the stent begins to open depends on the amount of proximal movement of the sheath: more movement will result in a larger gap, and hence more stent deployment. The user would experience resistance during further attempts to advance the stent in the microcatheter lumen. On this occasion it appears that the stent was successfully advanced to the distal end of the microcatheter (with resistance reported). An assignable cause of procedural factors has been assigned to the ar events: 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy' and 'stent partial deployment' as well as to the 'as analyzed' events: ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the ar event 'ro marker(s) detached/separated/not visible under fluoroscopy' as the marker bands were still present on the analyzed stent.